Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not provided.

Event description:
It was reported that d5lr was initiated at 2300, at 0100 the IV pump alarmed and the line was flushed. A few minutes later the nurse noticed the IV pump was running at 999. The patient's blood pressure was checked and was 295. The doctor and pharmacy were notified. Although requested further information was not provided.

Event description:
It was reported that d5lr was initiated at 2300, at 0100 the IV pump alarmed and the line was flushed. A few minutes later the nurse noticed the IV pump was running at 999. The patient's blood pressure was checked and was 295. The doctor and pharmacy were notified. Although requested further information was not provided.

Manufacturer narrative:
Correction on initial report: g.2 other, remove health professional: disregard (B)(6). The reported issue that d5lr was initiated at 2300, at 0100 the IV pump alarmed and the line was flushed. A few minutes later the nurse noticed the IV pump was running at 999 could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of 10/28/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.